Event description:
It was recently reported that the pt's device was explanted for medical reasons. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.